Manufacturer narrative:
The complaint investigation for false negative alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. A device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot 60197be01 and complaint issue. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent, lot 60197be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I syphilis tp result for a female patient having a physical examination. The following results were provided: initial result = 4.44 s/co, repeat results = 0.17 s/co and 2.85 s/co. The customer questioned the negative repeat result and repeated for the third time with the result = 2.87 s/co . Tppa result = positive . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 07p60-21 / 31

Event description:
The customer observed a false negative alinity I syphilis tp result for a female patient having a physical examination. The following results were provided: initial result = 4.44 s/co, repeat results = 0.17 s/co and 2.85 s/co. The customer questioned the negative repeat result and repeated for the third time with the result = 2.87 s/co. Tppa result = positive. No impact to patient management was reported.